Event description:
The circulating nurse was opening the simplex bone cement (rje508) when the liquid ampule fell from the bottom of the plastic container and broke on the floor. The plastic container was found to be cracked at the bottom and was missing the plastic which allowed the ampule to fall. A second dose was selected from a new ten pack and the same crack was found in the plastic casing but was noticed before a problem occurred. There was no adverse consequence to the pt.